Manufacturer narrative:
On 10/16/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/06/2018 the suspect device investigated: device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered two rents of < 0.1 cm on the posterior aspect. Also it noticed several creases on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 11/06/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor memorygel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown mentor memory gel breast implants which patient reported pain, tightness, fatigue, hard to breathe and any type of arm movement she gets a sharp stabbing pain after the implantation patient saw the doctor and he said she has a bad case of capsular contracture baker grade unknown, and possible leakage on the right side, doctor said her left side is a minor case of capsular contracture. As a result patient had the implants removed on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
On 10/29/2018, additional information indicated that the catalog number of the suspected device is 3504001bc, and the lot number is 5548245. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).